Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. To resolve said issue, batteries were replaced. No report of patient involvement. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.

Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.